Manufacturer narrative:
The investigation could not determine a specific root cause. The evaluation of the provided data did not show any issue with the reagent or the analyzer. The customer indicated that the issue could be caused by sample handling or the sample itself. The customer changed the sample handling and trained his staff.

Event description:
The customer received a questionable free thyroxine (ft4) result for one patient sample. The initial result from the neonatal sample was 77.05 pmol/l. The result was released and was picked up by ward staff who noted it did not fit the clinical details of the patient. The laboratory was informed and the same sample was retested on the same analyzer. The result was 30.41 pmol/l. This result was then confirmed by running the sample again on another analytical e module on site. No specific data for this testing was provided. The patient was not adversely affected. The ft4 reagent lot number and expiration date were requested, but were not provided. The fsr changed the external wash syringe (ews) nozzle due to corrosion and a poor seal. He ran performance testing and qc which was ok.

Manufacturer narrative:
This event occurred in (B)(6).